Event description:
Following a run, the customer noticed that 2 tubes in each of two a-rings had a different volume and lighter blue color and the other tubes. The result were not flagged and looked valid. There is the risk that erroneous but believable results could be reported out.

Manufacturer narrative:
An internal investigation is still in process to determine the cause for the change in reaction mixture as evidence by color and volume differences. The visual inspection of the instrument identified no issues. The customer repeated the testing on the samples under question and reported out the now results. The original and repeat test results were the same.